Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer has a blood glucose level was unknown at the time of the call. The customer stated that the buttons are sticking. The customer states that there is condensation inside the screen of the insulin pump. The customer declined assistance from the help line.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.